Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1f8v3, implanted: (B)(6) 2017, product type: lead. .

Event description:
Information was received by a manufacturer representative (rep) from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The hcp reported that the patient developed an infection. The hcp further reported that the patient had tenderness at the lead insertion point and the implant pocket. The patient was given antibiotics via injection. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that doctor expressed that the infection seemed to be gone and the wind had closed and they were healing properly. It was no longer tinder and seemed to be doing fine. Patient's weight was still unknown on asking.